Manufacturer narrative:
Power issue corrected, system operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoro was not possible due to x-ray generator connection failure on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.